Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that 10 minutes after starting dialysis treatment with a polyflux 170h, the patient experienced dyspnea, sweating profusely, and a blood pressure drop to 80/50mmhg. The medical intervention consisted of stopping fluid removal, 10 mg of dexamethasone and 100 ml of 50% glucose injections. After one hour, the patient's symptoms did not improve, so treatment was terminated with the blood returned. No additional information is available.